Event description:
During MRI of the thoracic spine and lumbar spine, the patient possibly received two burns that caused blistering. One burn was located on the lateral left flank and the other was on the left forearm.